Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdomen pain and cloudy pd fluids. The cause of the peritonitis event was unknown. On the same day, the pt was hospitalized for the peritonitis event. On an unreported date, the pt was treated with unknown antibiotics. The following month, the pt was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4): the exact date of birth was not reported; however, it was reported that the patient was born in (B)(6).the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.